Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a dislocation. The surgeon converted from a bipolar to a total hip.